Event description:
It was reported the unit did not deliver shock to neonatal pt. There was no reported negative pt impact.

Manufacturer narrative:
(B)(4). A f/u report will be submitted upon completion of the investigation.